Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 525 mg/dl. The customer stated that her blood glucose had been running high recently and she felt that this was due to her active insulin time setting being incorrect. She stated that the setting was set to 6 hours and requested assistance to change it. She treated the high blood glucose with 9 units and a food correction. She stated that she felt okay but wanted to get this setting to see if her blood glucose would stabilize. She was advised to consult her doctor regarding the correct setting value for the active insulin time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.